Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a hole in the left cylinder. The patient had visited the hospital two weeks prior to surgery and the a hole in the left cylinder was confirmed. The cause of the cylinder hole could not be explained in detail at the hospital. After the operation, the patient improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the hole in the cylinder body resulted in fluid leak of the device leading to limited device function. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinder was visually inspected, leak tested and examined using a microscope. The cylinder had wear at folds in the cylinder body. The cylinder had a leak in the proximal cylinder body at the fabric bonding joint due to fatigue and wear; a hole was present. The cylinder had a bulge with broken fabric threads in the cylinder body when inflated with syringe. The cylinder was not pressure tested due to the leak that was identified. Product analysis confirmed the reported event. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen, based on the failure with the cylinder that a fluid leak was identified. The adverse event of device had a fluid leak leading to limited device function is a known risk of the device and is included in hazard analysis.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a hole in the left cylinder. The patient had visited the hospital two weeks prior to surgery and the a hole in the left cylinder was confirmed. The cause of the cylinder hole could not be explained in detail at the hospital. After the operation, the patient improved.